Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed an out of calibration force sensor. This report is made based on the results of an investigation completed on (B)(4) 2014.

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(4) 2014 with the following findings: force sensor calibration reading is above specification, but the force sensor resistance reading is within specification. Unable to duplicate ¿occlusion¿ complaint during the investigation, the product performs within specification. Reported date of 10/15/2012 is overwritten, no activity outside of normal use is observed in the black box, alarm history shows one ¿occlusion¿ alarm on (B)(4) 2014. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).